Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a blank display screen when changing batteries. Customer also reports that batteries were depleted quickly with a change battery message. Customer was advised to clean battery cap. Customer did not feel comfortable with insulin pump. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.